Event description:
It was reported by service report that the fowler cylinder would not allow the fowler to lay flat. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Fowler.